Event description:
It was reported that during an unknown procedure, the device's tissue pad fell onto the field and was picked up. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.